Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested; however, the surgeon has declined to provide additional information. (B)(4).

Event description:
A surgeon reported a pt's astigmatism was not corrected following intraocular lens (iol) implant surgery. The surgeon reported the lens is "aligned to the implantation axis." Additional information has been requested; however, the surgeon has declined to provide additional information.